Event description:
On (B)(6) 2008, the pt was implanted with a system of gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unk date, computed tomography scan reportedly revealed a small proximal type I endoleak off a 28mm trunk-ipsilateral leg component, and a distal type iii endoleak (component disconnection) on the contralateral (right) side between a 23mm aortic extender component and a 20mm contralateral leg component. It was reported the aneurysm had grown from approx 4.5 cm to 7.5 cm in diameter. The physician indicated the endoleaks may have been caused by disease progression of the original aneurysm leading to aortic dilatation. On (B)(6) 2013, the physician added ten aptus endostaples to the proximal portion of the existing graft system to treat the proximal type I endoleak. He also implanted an additional gore excluder aaa endoprosthesis aortic extender component on the contralateral side to treat the type iii endoleak. A final angiographic run revealed the type iii was resolved; however, the type I remained. The pt tolerated the procedure. The physician will take a wait-and-watch approach in regard to the proximal type I endoleak.

Manufacturer narrative:
Excluder devices included in this report: pxt281416 / 06167538, pxc201200 / 05170638, pxa230300 / 05999175. A review of the mfg records for the devices verified that the lots met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to aneurysm enlargement and endoleak.